Manufacturer narrative:
An 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) was returned for investigation still connected to its abutment, which could not be removed and prevented measurement of the implant. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating the implant, but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (medical conditions). No pre-existing conditions were noted on the per. The reported device was located on tooth # 21 and was used for approximately 1 year. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2016052158). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2016052158) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (periimplantitis) or device (bost485). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The doctor indicated that the implant was removed due to periimplantitis with pain and inflammation. The patient was rescheduled for check-up of wound healing and for placement of new denture.